Event description:
It was reported that this patient has been treated for infection since her previous cochlear implant was replaced in 2006. Medical treatments for the infection have included surgery. Surgery has been scheduled to explant the patient's device and reimplant with another cochlear implant.